Event description:
The clinical report states that the patient was revised because of femoral and tibial loosening.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Radiographic information was not available. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.